Manufacturer narrative:
Customer claimed having tss a month before contacting us, however it had not been diagnosed by a doctor or she did not have any medical treatments. Therefore health effect clinical code '4513 unspecified reproductive system or breast problem' was chosen as symptoms did not indicate tss.

Event description:
Lunette received a chat message from a customer, who claimed that she got tss from menstrual cup usage one month before sending the message. However, the customer did not see a doctor since the beginning of the symptoms, which included discomfort in the area of ovaries. The customer requested advise for how to treat the condition at home. The customer did not reply to any requests for more information.